Manufacturer narrative:
The customer questioned whether discrepant results produced between the elecsys system and the abbott system were caused by the different sample tubes being used in the different systems. The customer was using aliquot tubes produced by a serbian manufacturer. The customer returned some of the aliquot tube type used in this event for further investigation. Four of the returned aliquot tubes and four hitachi aliquot tubes were tested using the same pooled samples. The customer's discrepancy could not be reproduced and the results produced by both tube types were comparable.

Event description:
The customer alleged they received questionable human epididymal protein 4 (he4) results for one patient on their e411 analyzer. The patient's sample was processed and aliquoted on the customer's modular pre analytics device. The patient's initial he4 result was >1500 pmol/l accompanied by a data flag. The customer then manually diluted the sample 1:10 and then the analyzer automatically diluted the sample 1:10 and the result was 3767 pmol/l. This result was reported outside the laboratory. The patient went to another laboratory for testing. The patient had a sample tested on an abbott architect i2000 and the result was within the reference range for her age. The actual result was requested but not provided. The patient complained about the initial result. On (B)(6) 2014, the primary tube was tested and the result was 37.03 pmol/l. There were no adverse events. The he4 reagent lot number was 175903 and the expiration date was 05/30/2015.

Manufacturer narrative:
This event occurred in (B)(6).